Event description:
The manufacturer received information alleging that a device did not meet the acceptance criteria of the evaluation process due to missing feet. The device was not in patient use. Upon evaluation of the device, it was found that it has low-flow o2 issues and has been sent for further testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.